Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked keypad overlay, cracked reservoir tube lip, and faded serial number label. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted

Event description:
Information received by medtronic indicated that the insulin pump had a crack from top of battery compartment down to back where clip going. No harm requiring medical intervention was reported. The customer will discontinue use of the device.